Manufacturer narrative:
(B)(4).

Event description:
The customer contacted philips healthcare to report a CPR timer issue noted on retrospective review of data, specifically, there was missing "CPR mute off" annotations that were followed by prolonged AED analysis periods.